Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 2210968-2020-05103 will capture the event of mesh erosion and partial mesh excision in 2018. Will capture the event of mesh erosion, postmenopausal bleeding and partial mesh excision in 2020.

Event description:
It was reported that the patient underwent a gynecological procedure for recurrent pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient experienced repeat mesh exposure and underwent partial mesh excision on (B)(6) 2020. The patient also experienced postmenopausal bleeding. No further information is available.